Event description:
A school nurse called alleging that one touch basic meter was giving a blood reading as control message. School nurse put pt on the phone. Pt reportedly was taken to the ER and was given medication. The ER reading was "around 120 mg/dl". Pt stated that prior to going to the ER pt increased diabetes medication due to the reading provided by the meter at home. (Reading and medication dosage unknown). Pt was also cleaning meter with alcohol. Attempted to call the pt's family member (school nurse name and phone number is unknown). Sending letter.